Event description:
Instrument used and provided poor staple formation and caused bleeding of staple line. Switched to 2nd instrument and articulation broke. Could not finish procedure with this instrument.